Event description:
It was reported that the patient received inappropriate shock. Lead revision is planned. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.